Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation..

Event description:
A report was received stating that the pilot balloon of the listed device tore after two weeks in situ, resulting in deflation of the cuff. Replacement was required. No incident related medical sequela was reported.